Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the helix would not extend or retract. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix was returned bent against the sleeve head, and pinch-on would not move the helix, no further helix testing was possible. If information is provided in the future, a supplemental report will be issued.